Event description:
A review of service data detected a reportable event. During servicing of monitor (B) (4), which was returned for routine maintenance, it was discovered that the monitor had a memory problem. The last patient to use this monitor did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. Some how the memory had become corrupt. The monitor was reprogrammed and retested and the code 32 could not be repeated. The monitor was retested and restocked. The root cause of the memory corruption is unknown, but is likely random component failure. No adverse event resulted from the memory corruption. The last patient to use this monitor did not report any problems.